Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a penditure clip, a huge clot was found in the atrium, covering the entire dome. The patient needed to be brought back to surgery for a clot removal. It was observed that the clot appeared to originate at the base of the appendage, not from the valve. Concerns were raised that the clip might have migrated, as an echocardiogram showed a residual pouch greater than 1cm in some angles, although not visible in others. The patient's status was described as still struggling, and there was a possibility of the patient being in a state of hypercoagulability. The pouch was still present when the patient was taken back to the operating room for clot removal. The doctors expressed concerns about the penditure clip's closing strength, noting it might not be consistent over the full length of the device and that the back end might not be as strong as the front. They believed it does not have the closing strength of the flex v device, the current product that they are using. The original procedure was performed by dr. Campbell, who clamped immediately after applying the clip without using ice, and the clot was removed by dr. Antaki at a later date post-operation. This group of three doctors have clipped thousands of patients and have extensive clip experience.

Manufacturer narrative:
Medtronic received additional information that the customer used the sizer to confirm the clip size. The implant approach was a mini thoracotomy with a mitral valve. The left atrial appendage (laa) was accessed through the coronary sinus. It was not reported if the customer did evacuate and preexisting thrombus prior to clip placement. The customer did not use the transesophageal echocardiography (tee) to verify no clot was present before the clip was placed. The clip remains in the patient. The clot seemed to start at the base of the appendage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.6. Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.